Manufacturer narrative:
Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an unknown procedure on (B)(6) 2018, difficulties were encountered with several adolescent lateral entry femoral nail devices. There was difficulty inserting and removing two (2) outer protection sleeve into the aiming arm, and there was also difficulty removing two (2) inner wire sleeve, as well as tightening two (2) inner trocars. During an inspection, it was noticed that the two (2) outer protection sleeves when fully seated were too close together and rubbing heads that prevented the removal and full insertion. It is unknown if there was a surgical delay. The case proceeded as planned and no patient complications resulted. This report is for one (1) protection sleeve for recon locking. This is report 3 of 7 for (B)(4).

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: device history records review was completed for part: 03.010.075, lot: 5822271, supplier lot: 069280. Manufacturing location: monument, release to warehouse date: jul 08,2008. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. H3, h6: product investigation was completed. Visual inspection of the returned protection sleeve revealed damage to the knurled area at the proximal end of the sleeve: there were nicks and areas of smoothing of the knurled profile. These are consistent of normal wear from use and handling, and use of a hand tool such as pliers or wrench to assist with assembly/disassembly. This damage was not severe enough to affect assembly/disassembly during investigation. Visual inspection of the most proximal lip feature of the cannulation (which interacts with the wire guide during assembly) revealed no obvious nonconformances. No other damage was noted. When assembled with the aiming arm and second returned protection sleeve, the two sleeves interfered with one another at the knurled features, preventing full insertion into the aiming arm. The two returned wire guides (03.010.076/5764577) were able to assemble without issue. Disassembly of either wire guide was not possible without aid from a wrench. The two assembly/disassembly complaints against this protection sleeve were replicated with the returned device; the received condition agreed with the complaint description. The outer diameter of the finished knurled feature measured 12.85mm. Measured with ca802. Specification for this feature prior to the manufacturing step of knurling is 12.5mm +/-0.2. The inner diameter of the cannulation at the proximal end of the sleeve measured 8.64mm, which was within specification of 8.6mm +0.05/-0. Measured with gp29. Specifications were per drawing. Relevant drawings were reviewed. The relevant change addressed the head¿s design to reduce the potential for interference between two sleeves: the maximum outer diameter was reduced from 12.5mm +/-0.2 to 12.1+/-0.2. The grip-type was also changed from knurled to radial grooves. During the investigation no product design issues were observed that may have contributed to the disassembly issue with the wire guide device. The complaint conditions were confirmed during investigation. A design issue contributing to the head-to-head interference condition between two sleeves was addressed. During the investigation, no product design issues or discrepancies were observed that may have contributed to the disassembly issue with the wire guide device. There were no issues during the manufacture of this product that would contribute to this complaint condition. The root cause of interference issue was determined to be related to design of the device, which was addressed in a drawing revision. A root cause for the wire guide disassembly issue could not be determined. It is possible that changes to the device¿s interfacing lip feature¿s geometric shape and/or surface properties may have occurred after 10+ years of use. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.